Manufacturer narrative:
In response to FDA report number (B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device history review (DHR) summary: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from oracle was verified and there was no scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell runs number 31050, 32429 and 32690 did not identify any deviations, errors or omissions that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. Run number 32429 had reference to run 32431 which had the chart attached and this has been verified accordingly. Ncmrir number (B)(4) was referenced in DHR record for shell run number 31050; this ncmrir is related to gel filling process, however there is no impact to the devices based on the regulatory requirements. Also, these defects have no relation with the reported event. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: ...implant removal and implant palpability/visibility."

Event description:
Healthcare professional reported "right breast swelling, firmness." Patient underwent implant removal and a capsulectomy. "Pathology resulted in anaplastic large cell lymphoma." Confirmatory pathological markers have not been received therefore, the event will be reported as lymphoma.